Event description:
Information received regarding the explanted device notes capture anomalies. During surgery to replace the lead, a tear was noted in the insulation. The patient was pacemaker dependent.